Event description:
During the atrial fibrillation procedure, a blood leak was noted. The introducer was exchanged and the issue persisted. The device was exchanged again and the procedure was completed without any adverse patient consequences.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The dilator and guidewire assembly were also received. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.